Event description:
Philips received a complaint on the defibrillator indicating that ¿the device had an expired battery with inability to use the equipment in battery mode and need replacement.¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Customer is just ordering replacement batteries for expired batteries. This is just part of regular maintenance. This case is updated to non-complaint.